Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hospice after completed a controlled substance inventory count, the printer continuously fed paper and printed unreadable or garbled text. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that printer printed gibberish when printing reports. The field service engineer (fse) uninstalled and reinstalled the printer drivers. The system functioned as intended after the field service engineer (fse) resolved the issue.